Manufacturer narrative:
The observed external cannula tear is related to action # 9056196-05/20/2026-002-c. Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Cracks were observed on the top and bottom housing of the device. Although damage was observed to the housing, it did not affect the functionality of the device. The timing and cause of the cracks could not be determined. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels rose to 324 mg/dl (18 mmol/l) while wearing the pod for more than 48 hours. It was reported that after 48 hours, the patient¿s values started going up and when they checked the pod site, and noted insulin was leaking beneath the cannula area. There was no medical assistance required. The device evaluation found a tear in the cannula.